Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not properly working. Two weeks later, a revision surgery was performed and it was confirmed that there was a crack in the left cylinder connecting tube. The pump was removed and replaced. The cause of the cylinder connecting tube crack was not detailed by the hospital. After the procedure, there were no further complications.

Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not properly working. Two weeks later, a revision surgery was performed and it was confirmed that there was a crack in the left cylinder connecting tube. The pump was removed and replaced. The cause of the cylinder connecting tube crack was not detailed by the hospital. After the procedure, there were no further complications.

Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. Upon receipt at our quality assurance laboratory, this ams700 momentary squeeze (ms) pump underwent a thorough analysis. It was visually and microscopically examined, and functionally tested. The functional test revealed that the pump has an activation issue. Based on the information available and analysis results, the activation issue identified could have caused or contributed to the reported clinical observation of mechanical issue but the hole perforation could not be confirmed.